Event description:
Smiths medical 70/34 cadd prizm tubing does not latch into the cadd prizm pumping device. Attaching system cannot accommodate the tubing thickness. Patient was unable to receive her infusion because she was unable to lock the device. Diagnosis or reason for use: infusion of IV antibiotics. Event reappeared after reintroduction? Yes.